Event description:
A customer contacted beckman coulter (bec) reporting that the coulter lh 750 hematology analyzer generated erroneous monocyte (mo %) and neutrophil (ne %) results on a patient specimen without instrument generated messages when compared to the manual differential review, which showed blasts. A second sample from the same patient was run the following day and generated instrument mo blasts, r-flag (review results), and verify differential messages. No erroneous results were reported out of the laboratory. The results provided by the customer are shown in the attachment section of this report. There was no death, injury, or affect to patient treatment.

Manufacturer narrative:
The samples are collected in vacutainer 5 ml tubes, analyzed within 30 minutes of collection, and stored at room temperature. Centrifugation information was not supplied. Quality control (qc) was run prior to and after the event and was within laboratory established range. Service has not been dispatched for this event to date. Raw data has been received, but analysis is pending. Per labeling, beckman coulter does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available flagging options to optimize the sensitivity of instrument results. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions. Current failure mode is unknown to date.